Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x33 alarm, indicating that a communication error occurred while the device was waiting for input from the pdm. No bends or kinks were observed in the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle or leakage. The device successfully paired and activated with a pdm, and delivered a 5 unit bolus with no abnormalities or signs of any communication issues. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by drinking a lot of water applying a new pod, bolus and increased the temp basal by 25%. The patient's blood glucose and insulin history is as follows: (B)(6).